Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time in save to disk on (B)(6)-2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.628 to 2.615 volts between (B)(6)-2012. Patient alerts for low battery voltage occurred between (B)(6)-2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed that the device did not meet expected longevity, the cause is unknown. The actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk on (B)(6)-2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.628 to 2.615 volts between (B)(6)-2012 and (B)(6)-2012. Patient alerts for low battery voltage occurred between (B)(6)-2012 and (B)(6)-2012.